Event description:
A pneumothorax was suspected approximately 30 minutes into the procedure while sampling a nodule located near the fissure and was later confirmed on a post-procedure x-ray. The injury occurred at the site of the target lesion, which was situated on both the diaphragm and fissure in the right lower lobe (rll). Malfunctions of a collision-detected error during system start-up and inaccurate augmented fluoroscopy (af) were reported.

Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The scope was not returned for investigation, and manufacturing records confirmed it passed the final qa/qc check prior to release. The collision-detected error was reviewed and found to have been triggered when end-effector force exceeded the 35 n threshold. Although torque spikes and minor position changes were recorded, a definitive root cause could not be identified and is being tracked as a software bug. Because the issue occurred during system start-up, was resolved, and did not recur, it did not cause or contribute to the pneumothorax. The reported af inaccuracy was determined to be the result of differing breath-hold states between tilt sweeps, approximately a 5 cm diaphragm shift between tilt 3 and tilt 4, while the scope itself remained stable. This respiratory motion accounted for the perceived af misalignment. Further review indicated the adverse event likely occurred during the biopsy sequence in tilt 1, when the ebus probe was advanced past the nodule without live fluoroscopy; when fluoroscopy resumed, the probe tip was visualized far beyond the target, suggesting the pleura or fissure between the rml and rll was pierced at that time. The physician did not attribute the pneumothorax to the galaxy system, stating it was due to the lesion's location on the fissure and diaphragm. Investigation findings support this assessment, indicating the injury was most likely caused by sampling of the lesion and is consistent with the known inherent risks of bronchoscopy and transbronchial biopsy.